Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump alarmed no delivery. Customer also has experienced high blood glucose. The customer was attempting to bolus, when insulin pump alarmed. The customer's blood glucose was 445mg/dl. Customer stated the alarm was resolved with a complete set change. Advised customer call when the alarm occurs in order to troubleshoot.